Event description:
On tuesday, (B)(6) 2016, patient presented for cataract surgery with lens implantation. The surgeon states the trailing haptic of the implanted intra-ocular lens was detached from the lens implant when the lens entered and unfolded in the posterior chamber of the patient's right eye. The noted detached haptic was removed and disposed of by the surgeon. The surgeon was unable to remove the defective lens at the time of the surgery. The intra-ocular lens implant was left in the capsular bag. The defective lens did not pose any immediate physical threat and or impairment to the patient. On wednesday, (B)(6) 2016, the patient was seen by the surgeon. Upon examination, it was noted the implant did not remain well-centered as desired and the patient's vision was 20/200. The patient was referred and scheduled to be seen on thursday, (B)(6) 2016, with dr. (B)(6) for consult and additional surgery. The surgery for explantation of the lens has been scheduled for tuesday, (B)(6) 2016. The lens implant will be removed and replaced with a non-defective lens. The patient is expected to remain free from physical harm or impairment. Blurry vision is expected until the lens is removal take place. The patient and his daughter are fully aware of what took place. They are willfully following instructions and taking measures to correct this matter in a timely fashion. (B)(4).